Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high, out of range shock impedances. The patient is pregnant; therefore, they will monitor the bodily changes. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high, out of range (oor) shock impedances. The patient is pregnant; therefore, they will monitor the bodily changes. Several months later, a flashing red call doctor light appeared and it was related to a new high, oor impedance alert. It was mentioned that the patient could be having issues with communicator and device connection but at this time the status is monitored. Also, the pacing impedance is high, out of range. The patient is not doing well medically at this time. Technical services (ts) recommended that if they will not do changes in the system, they could turn off the daily measurements of the impedances as the alert cannot be turned off via website. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high, out of range (oor) shock impedances. The patient is pregnant; therefore, they will monitor the bodily changes. Several months later, a flashing red call doctor light appeared and it was related to a new high, oor impedance alert. It was mentioned that the patient could be having issues with communicator and device connection but at this time the status is monitored. Also, the pacing impedance is high, out of range. The patient is not doing well medically at this time. Technical services (ts) recommended that if they will not do changes in the system, they could turn off the daily measurements of the impedances as the alert cannot be turned off via website. The ICD remains in service. No adverse patient effects were reported.